Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for 'leaflet damaged while capturing' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Imagery was provided for review, but it was unable to confirm, that there was no leaflet injury due to difficult imaging. Available information suggests that both patient conditions and procedural factors likely contributed to the event. The patient had severe functional mitral regurgitation (fmr) with a fibrotic subvalvular apparatus, a short and restricted posterior mitral leaflet (pml), and a thickened anterior mitral leaflet (aml) with anterior and posterior tethering. Procedurally related factors include imaging difficulties that may have hindered the visualization and optimization of device placement, leading to the tip of the aml became stuck in the retention elements, and the subsequent aml perforation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Per report received from spain- edwards received notification of a pascal precision ace in mitral position where during procedure, the anterior mitral leaflet (aml) got stuck in the retention elements during optimization with the second device that was attempted to be implanted, and later it was found that there was an aml perforation. Patient had severe functional mitral regurgitation (mr) with fibrotic subvalvular apparatus, short and restricted posterior mitral leaflet (pml) and thickened aml. One device was implanted, and the mr was reduced to grade 3 moderate to severe. With the second device, after simultaneous grasping, an optimization of the aml was performed. The device was opened to capture ready, with the steerable catheter fin to anterior. The anterior clasp was raised but the paddle could not be seen (imaging difficulties). The tip of the aml got stuck on the retention elements. The device was free by going anterior posterior with the fin. The aml was positioned on the paddle touching the apex. The anterior lft was successfully grasped. When assessing the residual jet, it was observed a posterior jet lateral from the second device (coming from the posterior short, tethered leaflet). As the achieved result with the second device was not an improvement on the residual jet, it was decided to bail out the second device (worsening on hemodynamics v wave increased). The retrieval maneuvers were started. When the device was in the closed configuration in the la, it was observed that there was a small jet coming from the aml compatible with a leaflet perforation. Final mr was grade 3 moderate to severe. The patient was discharged stable and less symptomatic than before the procedure.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.